Manufacturer narrative:
Additional information: a3, b3, b5, b7, g2, h6 clinical code, h10 clinical investigation clinical investigation: there is a temporal relationship between the unknown liberty cycler and cycler set and the patient event of peritonitis with subsequent modality change to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler with cycler set. Additionally, there is no allegation of a product malfunction, deficiency, or defect reported for this event. The clinic manager stated the likely cause of the patient¿s peritonitis was non-compliance factors which also included non-adherence to blood sugars and fluids. All dialysis patients are at increased risk for peritonitis and those with diabetes trying to control blood sugars, experience infections at greater frequency due to the hyperglycemic environment favoring immune dysfunction. Based on the available information and no allegation or evidence of a product malfunction, defect, or deficiency the liberty cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Upon follow-up, the hemodialysis (hd) clinic manager reported the patient was initially transitioned from hd to peritoneal dialysis (pd) in (B)(6) 2016. At the beginning of (B)(6) 2018 (date unknown) the patient was diagnosed with peritonitis. No additional information was available related to the peritonitis event. The clinic manager stated this patient has a history of non-compliance factors which likely caused the peritonitis. Additionally, the patient was non-compliant with fluids and blood sugars resulting in excessively high blood sugars which can also contribute to infection. The patient transitioned back to hd therapy in (B)(6) 2018 (date unknown) and has remained on hd to date. No further information was available related to the peritonitis and no additional patient information was provided.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Upon follow-up, the hemodialysis (hd) clinic manager reported the patient was initially transitioned from hd to peritoneal dialysis (pd) in (B)(6) 2016. At the beginning of (B)(6) 2018 (date unknown) the patient was diagnosed with peritonitis. No additional information was available related to the peritonitis event. The clinic manager stated this patient has a history of non-compliance factors which likely caused the peritonitis. Additionally, the patient was non-compliant with fluids and blood sugars resulting in excessively high blood sugars which can also contribute to infection. The patient transitioned back to hd therapy in (B)(6) 2018 (date unknown) and has remained on hd to date. No further information was available related to the peritonitis and no additional patient information was provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient experienced an infection while on peritoneal dialysis (pd) therapy. Additional information has not been provided.